Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that, during the rewind step, the piston rod had fully rewound but the sound of ¿rewinding¿ continued longer than expected by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/12/2013 - device evaluation:the pump has been returned and evaluated by product analysis 12/03/2013 with the following findings:a review of the pump history showed no activity related to the complaint. The pump was able to perform rewind, load, and prime steps successfully with no alarms or unusual noises occurring. The pump was exercised for 24 hours with no alarms occurring. The pump was opened and no damage was found to the motor circuit. Unrelated to the complaint, a review of the pump history showed that the pump time and date was resetting with pump reboots. The internal clock battery on the printed circuit board was found to be leaking. The rewind issue was not able to be duplicated during testing.